Event description:
The manufacturer service technician reported that the device had top of the blade mount came off while it was being serviced at the user facility. There were no adverse consequences related to this event.